Event description:
Per the clinic, the patient experienced pain and subsequently was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted february 21, 2023.

Manufacturer narrative:
This report is submitted on april 05, 2023.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced extrusion of the receiver/stimulator (date not reported) and subsequently, the device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on march 10, 2023.